Manufacturer narrative:
The information the hospital had provided (device photos, xray, other data) for the investigation made it possible to identify a probable cause of the issue. The mechanical breakage appears to be due to a flexion at the area where the cannula started leaking.

Event description:
27fr dual lumen cannula noted to be leaking below bifurcation of cannula. Patient had been on for almost a month. Cannula was replaced with another 27fr dual lumen cannula without issue. Positive pressure measuring 350 on leaking cannula. No suture was at the area where the cannula starting leaking, perfusionist said it looked more like a point of flexion.